Event description:
It was reported that the device had over infused. There was patient involvement, but no harm. Bd received additional information. It was reported that the event occurred on 04 september 2024 at 2000. The medication was doxycycline (antibiotic) 250ml that was ordered to infuse at 250ml/hr. However, the medication was infused in about 15 minutes instead. The IV tubing was sku 2426-0007. The medication was programmed manually as a primary infusion using guardrails drug library.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ based on the review of pcu event logs on september 04, 2024; at 7:34 pm, an infusion was programmed with the following parameters: primary infusion- med: maintenance ivf, rate: 5 ml/hr, volume to be infused (vtbi): 1 ml; secondary infusion- med: doxycycline, drug amount: 100 mg, diluent volume: 250 ml, rate: 250 ml/hr, vtbi: 250 ml, concentration: 0.4 mg/ml. Infusion was started with a primary volume to infuse (pvi) recorded of 282.689 ml and a secondary volume infused (svi) of 0.0 ml. ¿ between 7:35 pm and 8:05 pm the pump alarmed ¿patient occlude side¿ (total 8 times) and ¿partial occluded patient side¿ (1 time), the infusion was restarted. With a pvi recorded as 282.689 ml and an svi with 76.372 ml ¿ at 8:05:30 pm the pump alarmed ¿occluded patient side¿ again, the channel was selected to update de vto to 10 ml and the infusion was started. With a pvi recorded as 282.689 ml and an svi of 76.372 ml ¿ at 8:07 pm the infusion was paused for 9 (nine) seconds, and then the infusion was restarted. With a pvi recorded as 282.689 ml, and an svi with 77.384 ml ¿ at 8:07 pm the pump module was channeled off and the pcu was powered off too. Same pvi and svi recorded. ¿ at 8:16 pm the pcu was powered on, user selected the suspect pump module and restored the doxycycline secondary infusion with the following parameters: med: doxycycline, drug amount: 100 mg, diluent volume: 250 ml, rate: 250 ml/hr, vtbi: 250 ml, concentration: 0.4 mg/ml. Infusion was started with a primary volume to infuse (pvi) recorded of 282.689 ml and a secondary volume infused (svi) of 77.384 ml. ¿ at 8:18 pm the pump module was channeled off. With a pvi recorded as 282.689 ml and an svi of 86.184 ml ¿ it is no possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information t receives either manually or remotely with respect to volume to be delivered ¿ the pcu event log could not determine why the secondary infusion that was programmed to infuse for approximately 1 hour was terminated early after only infusing for approximately 33 minutes. ¿ it is possible that there was a back check valve failure with the primary administration st, however, this issue could not be investigated further because the requested incident administration set was not provided by the facility for investigation. ¿ a review of the pcu and pump module error logs showed no records associated to the reported incident. ¿ alaris system user manual (v9.33), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the device was reported with patient involvement, but no harm ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Testing and inspection of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation.

Event description:
It was reported that the device had over infused. There was patient involvement, but no harm. Bd received additional information. It was reported that the event occurred on 04 september 2024 at 2000. The medication was doxycycline (antibiotic) 250ml that was ordered to infuse at 250ml/hr. However, the medication was infused in about 15 minutes instead. The IV tubing was sku 2426-0007. The medication was programmed manually as a primary infusion using guardrails drug library.